Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.

Event description:
It was reported that the infusion tubing had a crack in it at the luer connection. The patient noticed air bubbles at the crack and her blood glucose level was elevated in the 300-400's mg/dl. She stated that she did not see insulin leaking from the crack. No adverse event was reported. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.